Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, after interrogation in the box of the subject crt-d, the battery voltage was around 3.13v. On (B)(6) 2020, prior to an implantation procedure, the crt-d device was interrogated again and a battery voltage of 3.00v was observed. Therefore, it was decided not to implant the device. It was reported that the time between the preparation of the device and the implantation can be a bit long. The use before date of the device is (B)(6) 2020. Since analysis did not reveal any anomaly on the device, microport crm confirmed on (B)(6) 2020 that the device could be implanted if the battery voltage was above 3.00v, as indicated in the implant manual. On (B)(6) 2020, a battery voltage of 3.01v was reportedly observed. Therefore, the crt-d was implanted on this date.